Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted. Part: 03.010.065. Lot: 1564345. Manufacturing site: (B)(4). Release to warehouse date: 31. Oct. 2006 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection performed on the returned device at customer quality identified flared condition on the proximal portion of the sleeve. No further issues were identified. Both functional inspection and complaint condition replication relevant to fit issue was not able to be performed at customer quality as the mating device was not returned. However, with the deformation identified the received device condition agree with the complaint description and the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the device were reviewed and no design issues were noted. Dimensional inspection was not possible on the relevant portions due to significant post manufacture flaring. However, while accurate cannulation dimensions were not able to be obtained on the flared proximal portions of the device, dimensional analysis performed on the distal cannulation accepted the max gage pin of diameter 4.31 mm that falls within the specifications. While no definitive root cause could be determined for given device fit issue with the trocar, it is possible that any off-axis alignment could have contributed to issue. Furthermore, sure lock distal targeting device technique guide (dsus/trm/0916/1049 6/17 dv) reviewed during investigation shows that this system offers both trocars and drills of 4.2mm diameters. This confirms that, when used as intended there would not be any mating device fit issues with this given drill sleeve measuring 4.31mm at the internal cannulation. Therefore, any possible mis-aligned trocar usage with consecutive use of a bigger size drill could have contributed to this complaint condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill sleeve became slightly deformed during an unknown procedure on (B)(6) 2018. The drill sleeve became deformed when the surgeon was drilling it with a bigger drill bit due to it did not fit with the trocar that goes inside it. A different drill sleeve was used. There was a surgical delay of 1 minute. Patient outcome is unknown. The procedure was completed successfully. Concomitant device reported: drill bit (part# unknown, lot# unknown, quantity# unknown), trocar (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 8.0mm/4.2mm drill sleeve 200mm. This is report 1 of 1 for complaint (B)(4).